Event description:
A talent captivia thoracic stent graft system was implanted in a patient for the endovascular treatment of a 6.1 cm in diameter x 1.3 cm long fusiform thoracic aortic aneurysm. The external iliac arteries were small and moderately calcified. It was reported that during deployment of the second stent graft, the bottom stent ring did not fully open initially; the stent ring appeared to be caught on the stent stop distal to the device. The proximal bare stent was deployed, and when the delivery system was pulled back, the stent ring opened. All component overlaps were ballooned with appropriately expansion of the stent grafts at the end of the case. No clinical sequelae were reported, and the patient is fine. An internal review of still angiographic images at implant show that the first device was placed distally, followed by the second device placed proximally. The stent graft appeared to not completely open initially; however, the cause could not be determined. The final angiogram shows complete stent graft opposition.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (aneurysm enlargement); (unknown cause of event); conclusion: (unknown cause of event); known inherent risk of a procedure (aneurysm enlargement).

Event description:
Additional information was received. It was reported that at the patient¿s one month follow up, the maximum aneurysm measured 65 mm in diameter. At the patient¿s one year follow up, the maximum aneurysm measured 66 mm in diameter. At the patient¿s two year follow up, the maximum aneurysm measured 72 mm in diameter without the presence of an endoleak. No intervention has been performed. The patient is being monitored.

Event description:
Additional information was received. It was reported that on a recent CT scan, an unknown endoleak was observed. A secondary intervention was performed and two valiant devices were implanted. The physician relined the top because the endoleak was thought to be a type 3 and extended to the celiac artery because of a possible distal type 1 endoleak. Final angiogram showed the stent fractures, which didn¿t appear to be the cause of the type iii (the physician believed it was an endoleak at the junction of the two previous pieces), but because of the nature of stent fractures, the physician decided it was important to reline that portion with a third valiant device. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received. It was reported that on a recent CT scan, an unknown endoleak was observed. A secondary intervention was performed and the physician implanted two valiant stent grafts. The physician relined the top because the endoleak was thought to be a type 3 and extended to the celiac because of a possible distal type 1 endoleak. Final angiogram showed the stent fractures, which didn¿t appear to be the cause of the type 3 (the physician believed it was an endoleak at the junction of the two previous pieces), but because of the nature of stent fractures decided it was important to reline that portion with a third valiant device. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation results: deployment difficulties. Distal stent graft. Conclusion: distal stent graft.